Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal patient experienced a fungal infection. The cause of the event was reported as "decreased immunity". It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with unspecified antifungal medications (drug name, dose, frequency, and duration not reported). Dianeal therapy was discontinued. Outcome of the patient was not reported. No additional information is available.